Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. During testing the unit failed to detect an upstream occlusion. However, during additional testing the unit passed and was within specification. The upstream sensor will be calibrated and retested to ensure accuracy.

Event description:
During baxter's evaluation a device did not detect an upstream occlusion. There was no pt involvement.